Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned and analyzed and no anomalies were found. Several conductors had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the right ventricular lead showed increased impedence from 542 to 2200 ohms in a two week time frame. Threshold was also rising. The lead was explanted and replaced. There were no patient complications reported as a result of this event.